Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) could not be found by either the handheld or the clinician's programmer, preventing any connection. It was unknown if the ins was still on. On (B)(6), the patient returned to the clinic where a medtronic representative attempted to recharge the ins using the deep discharge mode of the charger as the ins was deeply discharged and therefore, could not be contacted. The ins was activated and after some time, switched to normal charging. The number of deep discharge was now 1. It had been agreed with the patient that they will now recharge three times a week with the support of their carer.